Event description:
Patient reports that cgm performed in accordance to specifications, reading accurately and alerted patient of her hypoglycemic state at the time of the event. Patient reported admitting herself into the hospital for treatment. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).